Event description:
It was reported that the customer has passed away at home. The customer became ill on (B)(6) 2015. When the caller was asked if there was an event or an illness tat led to the death of the customer, the caller responded "high blood glucose." The customer had kidney failure. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The caller also stated that on the death report the date of shows (B)(6) 2015, but they do not know when the customer dies; she was found at home. The family does not have the insulin pump; it was given to the doctor's office. Hence, the insulin pump details could not be verified. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.